Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The target lesion was 90% stenosed, moderately tortuous segment of the right coronary artery (rca). The proximal rca was stented with a non-bsc stent. The distal rca was predilated with a non-bsc balloon. The physician was attempting to advance the 2.5x20mm taxus express2 drug eluting stent (des) to the distal rca when the stent delivery system (sds) became caught on the previously implanted stent in the proximal rca. The physician attempted the buddy wire technique, but the sds was not able to cross to the target lesion. The physician noted that the distal edge of the taxus express2 des was flared. The procedure was completed with another 2.5x20mm taxus express2. There were no complications or patient injury reported. The patient's condition was reported as "good".